Event description:
Caller reported that pump battery would not charge, and pump screen would not turn on. There was no adverse impact to customer's blood glucose level. Caller resolved issue by using different charging supplies and acknowledged advice against using non-tandem products. Technical support agreed to send a replacement charging cable via two-day shipping.